Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: product catalog number: 2426-0500, product description: set infs 127in 20 gtt IV 3 sst ndl free vlv 2 pc m ll ck vlv, origin of the issue: patient safety, detail: tubing has hole in it. Recognized when patient complained that her IV fluid was leaking. Tubing sequestered for review if needed. Number of occurrences: 1.0. Are you able to provide the lot/batch no. For the reported product? Lot# (10) 20023207. Can you provide a date for the event reported? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. Do you have the appropriate packaging materials to return the product? No.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: product catalog number: 2426-0500 product description: set infs 127in 20 gtt IV 3 sst ndl free vlv 2 pc m ll ck vlv origin of the issue: patient safety detail: tubing has hole in it. Recognized when patient complained that her IV fluid was leaking. Tubing sequestered for review if needed. Number of occurrences: 1.0 ¿ are you able to provide the lot/batch no. For the reported product? Lot# (10) 20023207 ¿ can you provide a date for the event reported? (B)(6) 2020 ¿ was there any adverse event(s) as a result of the reported defect? No o if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. ¿ do you have the appropriate packaging materials to return the product? No

Manufacturer narrative:
The customer reported that a hole was found in the tubing when patient complained of leaking IV fluid. Received was a used primary set model 2426-0500 with package lot 20023207. The as-received set was inspected for kinks, holes/tears in the tubing, or damages to the components. There was a cut along the tubing p/n tc10012940 between two pieces of tape affixed onto the set. The cut was approximately 23 inches above the lower smartsite. The cut was measured as approximately 0.07 inches. Further inspection around the damaged area observed no issue. The roller clamp component along the tubing was inspected. No sharp edges were observed along the component. The roller clamp was also applied along the tubing. No damage was observed to the tubing. Although the damage was observed, functional testing was performed by repriming the set. The fluid leaked from the cut area. No other leak was observed. Equipment used (inspection and measurement performed on (B)(6) 2020) - ram optical instrumentation/eq08204/calibration due date (B)(6) 2021 the device history record for model 2426-0500 lot 20023207 shows the set was manufactured on 17feb2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The customer's report that a hole was in the tubing and a leak occurred was confirmed. The cause of the leak was due to a cut in the tubing. The root cause of the observed damage was not identified. H3 other text : see h10